Manufacturer narrative:
The file has been downgraded to non reportable event connector issue after the internal review. The manufacturer internal reference number is: (B)(4).

Event description:
The file has been downgraded to non reportable event connector issue after the internal review.

Event description:
A physician reported that the connection between irrigation aspiration (I/a) tubing and phacoemulsification handpiece was not tight, and caused water leak due to looseness during surgery. The procedure was completed after the pack was replaced. There was no harm to patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).